Manufacturer narrative:
Age at time of the event: 18 years or older. Device is a combination product. A promus premier select ous mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the proximal end lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage and difficulty advancing a stent device occurred. The 80% stenosed target lesion was located in the moderately calcified proximal right coronary artery (rca). A 20 x 3.00 promus premier select sent was used, but while introducing the stent device, there was resistance. The device was removed and it was noticed that the stent struts stuck out. The procedure was completed with another of the same stent. No patient complications were reported in relation to this event and the patient was treated well. The patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of the event: 18 years or older. Device is a combination product. Device evaluated by MFR: a promus premier select ous mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the proximal end lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage and difficulty advancing a stent device occurred. The 80% stenosed target lesion was located in the moderately calcified proximal right coronary artery (rca). A 20 x 3.00 promus premier select sent was used, but while introducing the stent device, there was resistance. The device was removed and it was noticed that the stent struts stuck out. The procedure was completed with another of the same stent. No patient complications were reported in relation to this event and the patient was treated well. The patient was reported to be stable following the procedure.